Event description:
This report is being filed after the subsequent review of the following journal article: johnsen, l.g, brinckmann, p., hellum, c., rossvoll, I., leivseth, g. (2013). Segmental mobility, disc height and patient-reported outcomes after surgery for degenerative disc disease. The bone & joint journal, volume 95-b, no. 1, pp 81-89. Norway. This was ¿retrospective¿ review of a synthes prodisc ii study performed. The purpose of the study was to compare the change in segmental mobility, in disc height and segmental alignment in patients with low back pain undergoing total disc replacement (tdr) compared with non-operative treatment (multidisciplinary rehabilitation, MDR). The secondary purpose was to investigate if there was an association between segmental function and patient-reported outcomes. This was a multicenter trial in norway. Seventy-four patients (34 females) were in the prodisc ii group and 46 were in the MDR group. Prodisc ii was implanted at l4/5 or l5/s1 or at both levels. Clinical outcomes measured with various questionnaires. Patient ages ranged from 25 to 55 years old. Follow up period was at 2 years. Prodisc ii complications: non-instrumented segments: range of movement decreased following surgery at l1/2 in 7 patients and at l5/s1 in 10 patients. This is report #3 of 3 for (B)(4). This report is for an unknown prodisc ii (l) polyethylene inlay with an unknown part number, lot number and quantity.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Literature citation: johnsen, l.g, brinckmann, p., hellum, c., rossvoll, I., leivseth, g. (2013). Segmental mobility, disc height and patient-reported outcomes after surgery for degenerative disc disease. The bone & joint journal, volume 95-b, no. 1, pp 81-89. This report is for an unknown prodisc-l polyethylene inlay with an unknown part, unknown lot and unknown quantity. UDI # unknown part number, UDI is unavailable. (B)(6). The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.